Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead and cardiac resynchronization therapy defibrillator (crt-d) exhibited high out-of-range pace impedance measurements. It was noted that rv pace impedance measurements had been steadily increasing since implant. The patient is not pacemaker dependent and is scheduled for additional follow up and testing including x-ray; an action plan will be determined at that time. No adverse patient effects were reported. This system remains in service.